Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment was broken and could not hold reservoir in. Customer stated that damage was due to normal wear. Customer's blood glucose was 575 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with complete broken reservoir tube lip and unable to perform the basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed a21 error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked case at display window corners, broken battery tube threads, cracked reservoir tube window and cracked case at the reservoir tube window corners. The insulin pump was missing the end cap sticker and the missing reservoir tube o-ring.